Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-06-30, additional information was received from the patient¿s wife referring back to their previous call regarding the patient¿s stimulator not working. It was reported that they were just leaving the doctor¿s office who told them that they needed to meet up with a manufacturing representative (rep) to check their device to see if it needs to be replaced or what the next step was. It was stated that if the rep could get the stimulator working again there was no need for them to go back to the doctor¿s office. The rep role was reviewed and the patient¿s wife was redirected to follow-up with their healthcare provider and ask them to coordinate an appointment with a rep. The name of the patient¿s doctor was reported and it was stated that they met with them today. It was reported that they just wanted to get the device working again because the patient was in so much pain. On 2017-07-07, additional information was received from the manufacturing representative (rep) reporting that the patient¿s device was overdischarged and they could not establish communication with the clinician programmer or recharger and the ins will not charge normally. The patient stated that the last time they used their stimulation was about a year ago in (B)(6) 2016. It was stated that in (B)(6) 2016 the patient was in the ICU for issues unrelated to their device/therapy. It was stated that they had not used/charged their stimulation since then. It was reported that the rep was meeting with patient today ((B)(6) 2017) to address the overdischarge. It was reported that the patient tried using an antenna locate feature, but this did not resolve the telemetry issue. It was reviewed multiple physician mode recharges (pmrs) maybe required and the ins will rapidly discharge during recovery and will need to be charged daily for the coming week or so. It was stated that the rep was going to work with the patient today to try and recover their ins. Again, it was reported that the patient had a substantial increase in their pain over the last few months due to the lack of use of their device. It was reported that it was unknown when the telemetry/communication issues first started. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pli (B)(4) (overdischarge): evaluation determined that standard investigation is needed because it was reported that the patient's implant was not working. The patient was unable to charge their ins or communicate with the implant (reposition antenna screen). An overdischarge was expected. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) - CAPA monitor - overdischarged batteries c/pas (B)(4). The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the patient reported that it had been 1-3 month since their last successful recharge session based on product performance it is expected that the ins is overdischarged. The patient report that they were unable to communicate with the implant further supports this assumption. Pli (B)(4) (fall): evaluation determined that standard investigation is needed because it was reported that the patient's fall affected their implant. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; without additional information it is unknown if the patient's fall had an impact on the device or therapy. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient made an appointment with the pain management clinic to address the inability to charge and the stimulator not working, a manufacturer's representative will also be present.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that their implant isn't working . The patient states that he has syncope episodes and has had multiple falls. He was hospitalized multiple times due to pulmonary issues, lung issues, and had to be on a ventilator, life support and in an induced coma. The patient was unable to charge their device during this period. It was noted that their last successful charging session was about two months ago. The patient mentioned that they had an insertable cardiac monitor to see if arrhythmia played a role in their syncope episodes. The patient doesn¿t know if the falls affected the device but they are now unable to charge. The patient reports seeing the reposition antenna screen every time they attempted to charge. They tried turning the device off and back on but the issue persists. The patient was instructed to follow up with their health care provider for possible od. It was noted that the patient currently does not have a pain management physician and was provided listings to assist with locating one. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on (B)(4) 2017. The rep reported that the neurostimulator (ins) was able to be put into normal recharge mode. The rep reported that the patient charged his device to 25% at the visit. The system was checked to determine if the appropriate therapy needs were being met. The rep reported that the patient stated the therapy was helping with his pain. The rep reported that the physician didn¿t want the patient to continue using his system due to some other health issue. The rep reported that the patient was advised by the physician of this information. The rep reported that the issue was resolved. No further complications were reported.